Manufacturer narrative:
Correction: event date previously reported as (B)(6) 2023, now corrected to (B)(6), 2022. Lab evaluation: reported event of oversensing was not confirmed. The device was at end of service (eos) level upon receipt. Analysis performed, including, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited far field r-wave oversensing. The device was explanted and successfully replaced.